Event description:
Leakage of tpn solution at connection of antisiphon valve with catheter leakage occurs 4-4 1/2 hrs into infusion. No cracks can be visibly seen. Pt has been doing same process with same equipment for 10 months without problems. (Also see 1005384.)